Event description:
It was reported on (B)(6) 2014, the patient had open internal fixation surgery of the left proximal tibia. Reportedly, during the surgery the handle on the protection sleeve for 2.8 mm va drill guide broke. Part # 03.127.006, lot number unavailable. The broken device did not enter the patient, there was no patient harm. The event did not cause a delay in procedure and was removed easily from the field without additional intervention. The procedure was completed successfully. No patient harm reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the protection sleeve for 2.8mm variable angle drill guide, long is an instrument routinely used in the 3.5mm va-lcp proximal tibia plate system (technique guide j11571-d). The returned device shows moderate wear and is broken along the weld connecting the drill guide to its handle. The device was returned and reported to have become broken during a proximal tibia procedure. This condition is confirmed; the guide is broken leaving a roughened fracture surface along the weld line between the guide and the handle on both halves of the device. Upon examination of the fracture surface between both pieces, the device appears to have sustained excessive bending forces that weakened the weld between the two pieces of the device. It is likely that excessive bending forces during surgery over two years of use have led to this confirmed complaint. Drawing number se_383466 rev. C was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that excessive bending forces introduced during surgery over two years led to this confirmed complaint, however this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history review was conducted. The report indicates that: no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.